Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter: the staple line on a side to side anastomosis is opened and gave way which cause leakage after a closed operation of whipple procedure in 6 days. A reoperation was performed. Patient involved with out injury. There was bleeding and content leakage. Suture was used to close the leakage.